Manufacturer narrative:
Reference: cmp-(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the provisional is fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Visual inspection of the device found that the device is fractured proximally to the central post feature, as well as along the distal locking mechanism. There are nicks and gouges across all surfaces that are indicative of heavy use; hence, confirming the reported event. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. The device had an approximate field life of 11 years and 6 months with an unknown frequency of use. Review of the complaint history determined that no further action is required. Wear and tear is identified as the root causes for the device failure. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.